Event description:
An ophthalmic surgeon reported that there was no laser emission during laser procedure. The system was restarted and then functioned. The procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).